Event description:
Good afternoon, can you please send this to the appropriate point of contact for medical device contamination concerns? In order to help combat the spread of viral infections due to contaminated glucometers (particularly in emergent scenarios), has the FDA considered requiring glucometer strips to be individually packaged or held in a container that only dispenses one strip at a time? Packages such as the statstrip glucose test strip are packaged with the patient-contact end of the strip facing upwards in the multi-use container. First responders who utilize the nova statstrip glucometer because it is FDA approved for emergency use cannot physically obtain a single glucose strip from the container without touching other strips. In emergent situations, first responders' may not be wearing fresh gloves and in such a scenario, they will undoubtedly contaminate many strips at once while attempting to dispense a single glucose strip. The next patient that is tested with a strip from the container will be directly exposed to blood from the previous patient(s). Per the article linked below (dated 2014), they recommended: "...infection control practices to reduce contamination of blood glucose test strips or changes in test strip packaging and test strip dispensing." Https://pmc.ncbi.nlm.nih.gov/articles/pmc4975294/ for patient safety, please consider requiring glucometer strips (and other point-of-care strips that physically touch the patient) to be individually packaged or held in a container that only dispenses one strip at a time to prevent the spread of viral infections.

Event description:
Additional information received on 4/20/2026 for report mw5182501 to update the procode to pzi.